Manufacturer narrative:
Concomitant products: stent: medicon luminex; sheath: medikit 4.5f parent. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated during a percutaneous transluminal angioplasty (pta) of an in-stent restenosis (isr) of a non-cordis stent, the 135 cm. Powerflexpro 8 mm. X 2 cm. Balloon catheter (bc) ruptured at between eight to ten atmospheres (8-10 atm.) Of pressure during the initial inflation. Therefore, the powerflexpro bc was exchanged for a different unknown balloon catheter. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the common iliac artery. The lesion was reported to be: an isr of a previously implanted non-cordis stent, and a 95% stenosis. The approach was made from the left brachial artery using a non-cordis guiding sheath. There was no damage noted to the product packaging upon inspection prior to opening. The product was inspected prior to use and appeared to be normal. There was no additional patient information available. There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon inspection prior to use. The product was prepped properly according to the instructions for use (IFU) with no problems noted. An unknown inflation device was used and was used subsequently with other devices. There was no information provided regarding contrast or the contrast to saline ratio used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) of an in-stent restenosis (isr) of a non-cordis stent, the 135 cm. Powerflexpro 8 mm. X 2 cm. Balloon catheter (bc) ruptured at between eight to ten atmospheres (8-10 atm.) Of pressure during the initial inflation. The powerflexpro bc was exchanged for a different unknown balloon catheter. The procedure was finished successfully. There was no reported patient injury. The target lesion was the common iliac artery. The lesion was reported to be: an isr of a previously implanted non-cordis stent, and a 95% stenosis. The approach was made from the left brachial artery using a non-cordis guiding sheath. There was no damage noted to the product packaging upon inspection prior to opening. The product was inspected prior to use and appeared to be normal. There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon inspection prior to use. There was no difficulty removing the balloon cover. The product was prepped properly according to the instructions for use (IFU) with no problems noted. An unknown inflation device was used and was used subsequently with other devices. There was no information provided regarding contrast or the contrast to saline ratio used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing and crossing the lesion. The catheter was not in an acute bend and did not kink while being used. The balloon catheter was removed easily from the patient. One non-sterile catheter powerflexpro 8mm2cm 135 was received coiled inside a plastic bag. Balloon was noted to have been previously inflated. Leak test was performed and a pinhole was noted in the mid section of the balloon. Sem analysis showed that the balloon external surface exhibited evidence of abrasions (scratching). The internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure ¿balloon burst¿ reported by the customer was confirmed. The exact cause of the failure could not be conclusively determined. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics (95% stenosis) may have contributed to the event. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.